Event description:
It was reported that the user experienced prolonged hyperglycemia after an infusion set change while using the ilet, with overnight glucose readings above 300 mg/dl and a reported value of 368 mg/dl, along with rapid cartridge depletion suggesting possible insulin delivery or absorption failure; the user was coached through replacing the infusion set and tubing, priming the system, and completing the fill cannula step, and potential contributors such as a kinked cannula, tissue or scar tissue, and poor absorption were discussed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.